Event description:
The manufacturer was notified on (B)(6) 2014 of the following: a female patient came in for a re-do procedure. She was very ill (cardiogenic shock) and required an avr and mvr. Her aortic mitroflow valve (lxa, size21) was reported to be calcified and needed to be replaced after 2 years. The re-do procedure was performed and the patient expired in the operating room due to multiple issues. The valve was replaced with a different manufacturer's valve. The explanted mitroflow valve will be returned to the company (sorin) once released by the hospital.

Manufacturer narrative:
Result: review of device history records will be conducted upon identification of the device serial #. Histopathological evaluation will be performed upon receipt of device from the hospital.

Manufacturer narrative:
Addition: added date of birth. Added serial number.